Manufacturer narrative:
Approximate age of device ¿ 7 years.  The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that pump stoppages and low speed operation events occurred. Technical services reviewed the submitted log files, and pump stoppages and pump decelerations were confirmed. X-rays were remarkable for an area of potential damage at the pump end bend relief. On (B)(6) 2018 the patient received a pump exchange. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The reported low speed/low flow alarms and pump stop events were confirmed via the submitted log file. The submitted log file contained approximately 3 days of data, spanning from day 34 hour 22 minute 8 to day 37 hour 19 minute 12, and captured numerous low speed/low flow alarms, as well as pump stop events, while the system was supported with batteries. A few low speed alarms were also recorded while the device was connected to the power module. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire(s) within the patient's percutaneous lead; however, a specific cause for the low speed/low flow alarms and pump stop events cannot be conclusively determined. No further information was provided. The manufacturer is closing the file on this event.